Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter was displaying the "apply sample" icon. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 6:00 am the patient noted the reported meter displayed only the "apply sample" icon; she did not obtain a blood glucose reading. Afterwards, the patient took the action of consuming less food and drink. At 7:30 am the patient experienced the symptoms of headache, blurred vision, shaking and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.